Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to verify motor error alarms due to prime alarms. The insulin pump was received with corroded motor home switch and interface board per visual inspection. The insulin pump was received with cracked case at display window corners, end cap, cracked battery tube threads, partially broken reservoir tube lip, minor scratches on lcd window and stained end cap sticker.

Event description:
Customer reported via phone call to have received a motor error alarm after falling into a swimming pool. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.